Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was vibrating and beeping with the animas logo display on the screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the product performed within specifications. The data from the reported date of 09/15/2016 was overwritten in the black box. The review of the alarm history showed several ¿cs052¿ slave communication failure alarms. The pump powered up and displayed "verify" screen per normal operation. The ez-prime steps were performed correctly and no ¿frozen animas logo¿ or ¿cs052¿ alarms occurred during investigation. Upon removal of the pump cover; no intermittent condition was found to the printed circuit board or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).